Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that patient states not being able to communicate with the implant. Patient states getting a screen that says internal device has lost all data. Patient has not been into the doctor's office since (B)(6). The last time patient used it was probably a month ago. During call, handset and communicator were powered off/on patient saw the same message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient called back and said that did contact their doctor's office and has an appointment scheduled for today at 1:45pm. Patient wanted to know if the representative could be there. Redirected patient to contact hcp office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.